Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer experiencing high blood glucose of 500 mg/dl. Customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. Unable to verify excessive no delivery alarm due to keypad anomaly. (B)(4) button keypad connector was found closed properly durng visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.